Event description:
Dr. Used durasis to repair a dural defect after removing a hemangioma of the brain. Postoperatively, fluid developed around the durasis area, above and below the dural level. This created enough pressure against the brain to create a shift of the brain. He was concerned that it might be an abscess, so he drained it through another "burr hole" in the skull. The fluid was a sterile seroma. After the decompression, the pt did well. The durasis was not removed. The pt continues to do well.

Manufacturer narrative:
Device could not be evaluated since it was not explanted. Inflammation is a common known potential complication which is noted in product instructions for use. No further info is available. Fluid accumulation is a common occurence of any major surgery.